Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site communicated the patient experienced a rash near the driveline exit site. The patient was placed back on cipro. A new dressing was applied but reverted back to the original due to a reaction. During the dressing change, erosion to the driveline area was noted. No further information was reported.

Manufacturer narrative:
Section a2: corrected information. Section a4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.